Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the unsure properly inserted cannula, bent cannula, and needle mechanism failure or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod between 1 and 4 hours. It was also reported that although the cannula was visible upon removal, the pink slide insert did not move forward indicating that there was a needle mechanism failure. Additionally, it was reported that the cannula did not insert the patient's skin and was bent. As treatment a new pod was applied.